Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that while the balloon was being injected with saline after placement, it began leaking. Another balloon was used to continue the procedure, and there were no injuries or additional procedures.